Event description:
Device issue: difficult to remove filter. Time of device issue: during the procedure. Adverse event: second retrieval catheter used; extra systoles. It was reported that during an interventional procedure in the left carotid artery, after post dilation of the stent, the emboshield nav6 retrieval catheter could not advance through the stent. The stent was post dilatated two more times and the retrieval catheter could not advance. Another nav6 retrieval catheter was used and the filter was successfully retrieved. The procedure was extended for more than one hour and during the filter retrieval attempts the patient experienced extra asystoles. There was no adverse patient sequela reported and the patient was reported in good and stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.